Event description:
It was reported that during a davinci-assisted left hemicolectomy, the customer observed that the white part inside the wrist of the vessel sealer extended instrument was broken. No fragment fell into the patient. A backup da vinci instrument of the same kind was used. The procedure was completed with no patient harm, adverse outcome or injury and with no delay.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: "the white part they¿re referring to is the krytox lubricant, and the amount of it doesn¿t look concerning to me. ''